Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, undersensing issue was observed. Asystole episode was noted due to loss of contact. There were some r-waves coming through and failed the algorithm filter. The device was otherwise functioning normally. The patient was stable.